Event description:
During eval of a returned homechoice machine, a possible overfill situation was identified that occurred in 2007, during drain cycle 4. The pt's ultrafiltration reading was 819ml indicating the home patient (hp) drained 819ml more than their programmed fill volume of 2500ml. This info gives a total drain volume of 3319ml (2500ml + 819ml). During a follow-up call with the hp, the hp did not recall details of the specific incident, but recalled experiencing fullness, discomfort, and difficulty breathing associated with the incident. The hp did not have any add'l info. However, the hp indicated that she is doing much better and has been able to continue peritoneal dialysis therapy without any further problems due to new programming in her therapy. No pt injury or medical intervention was reported. Despite baxter's attempts, no add'l info could be obtained regarding this event.

Manufacturer narrative:
Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during eval. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain when multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. Therefore, it is possible that the hp drained the minimum drain required (85% of the fill volume as programmed in their homechoice) during previous drain cycles and drained the remaining 15% at a later point in therapy (drain 4). The device will be routed to the service area.